Manufacturer narrative:
On 5/14/2019, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: capsular contracture on (B)(6) 2019 , during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced right capsular contracture baker grade iii. As a result, the patient had undergone removal and replacement with mentor memory gel 450cc on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).